Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation, a follow-up report will be filed.

Event description:
"I believe the original surgery took place may 4th at intermed asu and will confirm with the surgeon. He let me know on (b)(3) that a patient with our 1st mpj stratum plate had an infection 6 months later at the site of the hardware. On (b)(3) the hardware was removed. He simply asked me if our company needs to know about the infection since it was at the site of the implants. Updated information received 12/22/2023, these products were originally implanted at intermed surgery center (portland, me) on (b)(3) 2023 and explanted at scarborough surgery center (scarborough, me) on (b)(3) 2023.